Manufacturer narrative:
Correction of the catalog number of the suspect medical device. The correct catalog number is a11812.

Manufacturer narrative:
Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The dxc 800 pro clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). The fse found the lamp voltage at 422 and adc numbers in the 0.290-0.310 range. The fse then performed an autoset/save in order to obtain a lamp voltage of 493. The fse then flashed all channels 340 being the highest. All received numbers were then verified in repetition. Next, the fse checked lamp calibrations, and the numbers were and similar to stored, acceptable results. Finally, the fse performed all chemistry calibrations and q runs successfully. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified out of range lamp voltages, which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
Beckman coulter received a report from the customer regarding intermittent zero results for total bilirubin on the device.